Event description:
The dentist reported that 2 months after the dental implant was placed in the pt bone, it was verified its non-osseointegration. The implant was installed in region #2, with 35 ncm. Of primary stability and immediate load was not executed.